Manufacturer narrative:
(B)(4). The device was received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:43:25. During night drain cycle one, the patient's ultrafiltration reading was 1254ml, indicating the home patient drained 1254ml more than their maximum programmed fill volume of 2000ml. No additional information is available.